Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 441 mg/dl. The customer's unomedical insulin infusion set's cannula fill settings were programmed incorrectly and needed to be adjusted. The customer's blood glucose level at the time of the report was 269 mg/dl. Standard troubleshooting was performed. The customer stated her blood glucose levels rise every time she changes her infusion set. Replacements were sent to her. The product is not being returned. Nothing further was reported.